Manufacturer narrative:
Pt info: unk. Date of event:unk (expiration date): unk, no serial number reported. Implant date: unk. Explant date: unk. (Device manufacturing date): unk, no serial number reported. Claim # (B)(4).

Event description:
The reporter indicated that the patient experienced angle closure and elevated iop after icl implantation. Per updated information intraocular pressure returned to normal and pressure is being monitored. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.